Manufacturer narrative:
Additional information: d9, h3 plant investigation: an examination was performed on retained samples from the potential lots. The samples were checked for component defects, assembly failure, and conformity with the product specification. The samples were subjected to leakage testing and checked under air/liquid pressure. No failures were detected during testing of the retained samples. A review of the batch information was performed on the reported lots. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The exact reason for the reported defect could not be determined without examination of the actual sample. According to the reported complaint details, the possible reasons for the defect could be related to (but are not limited to): a component defect on the bloodline or on other disposables, an assembly failure, or an improper connection. The production department has been informed of the defect. Product surveillance will continue to monitor complaints for this type of defect.

Event description:
It was reported that a multifiltrate pro machine gave an air detection alarm approximately thirty hours after the start of treatment. The alarm indicated micro air bubbles were present after the ¿return chamber¿. However, no air was visible. The patient had to be disconnected from the system and treatment was continued on another multifiltratepro device. The event resulted in approximately 250 ml of blood loss. Upon follow-up, it was confirmed that all connections were secure. There were no other issues or alarms that occurred leading up to the event. No repairs were performed on the machine following the event. It was confirmed that the machine was returned to service, and it was said to be fully operational. There was no patient injury due to the blood loss, and the patient did not need any medical intervention. The sample was not available for evaluation, but the log files from the event were provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine gave an air detection alarm approximately thirty hours after the start of treatment. The alarm indicated micro air bubbles were present after the ¿return chamber¿. However, no air was visible. The patient had to be disconnected from the system and treatment was continued on another multifiltratepro device. The event resulted in approximately 250 ml of blood loss. Upon follow-up, it was confirmed that all connections were secure. There were no other issues or alarms that occurred leading up to the event. No repairs were performed on the machine following the event. It was confirmed that the machine was returned to service, and it was said to be fully operational. There was no patient injury due to the blood loss, and the patient did not need any medical intervention. The sample was not available for evaluation, but the log files from the event were provided for review.